Event description:
A facility representative reported that following the implant of an implantable collamer lens into the patient's eye, mild toxic anterior segment syndrome (tass) was diagnosed at one day post-op. Patient complained of hyperemia and blurred vision. Concomitant products used intraoperatively included opegan viscoelastic and the msi injector system. Diagnostic culture was not performed. One week after surgery the patient was prescribed standard steroid and treatment included: vegamox ophthalmic solution and tobramycin. After the onset of postoperative inflammation, the patient was started with betamethasone valerate gentamicin sulfate eye drops every two hours. Gradual decrease with inflammation reduction. The lens remains implanted with the issue resolved. Per post-op visit, patient condition was bcva: 20/13; iop: 15 mmhg. The reporter does not provide a cause for the event.

Manufacturer narrative:
A4: unk a5: unk a6: unk d6b: na h6: health effect - impact code (f): additional medications: 4644 - standard steroid, vegamox ophthalmic solution, tobramycin, betamethasone valerate gentamicin sulfate eye drops. H6 - work order search: three other similar complaints were reported for units within the same lot. H6: device history record (DHR) review: the DHR review indicated that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. H11: manufacturer narrative: a review of the device labeling was completed. Intraocular inflammation is identified in the labeling as known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim # (B)(4)